Manufacturer narrative:
Concomitant medical product: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy. During a procedure, a magnet was not placed over the implantable cardioverter defibrillator (ICD) during use of the cautery. The device then exhibited oversensing and noise and delivered therapy. The right atrial (ra) lead exhibited undersensing on current interrogations. The device and lead remain in use and no intervention will take place. No further patient complications have been reported as a result of this event.